Manufacturer narrative:
Additional information: h6.

Event description:
It was reported the patient presented in the clinic. It was observed the patient's right ventricular lead was dislodged. The lead was explanted and replaced. The patient was discharged.